Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 5 was placed, loss of integration was verified in type iii bone. Clinician noted granulated tissue surrounding the implant, inflammation and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 5 was placed, loss of integration was verified in type iii bone. Clinician noted granulated tissue surrounding the implant, inflammation and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).